Event description:
The complaint/event involved a safety IV cath z5 22g 25mm/1in. A piece of the IV catheter was left in the patient upon being dislodged. The report states that the registered nurse was removing the IV from the patient to replace it and noticed this issue. The patient required surgery to either locate catheter or for IV catheter removal. The event occurred in michigan hospital ER during removal/end of therapy. A user facility MDR report #: mw5170623 received on 02-jun-2025 stated that "on 2025, patient stated they thought their IV came out when ambulating. The rn observed the IV appeared to be out of the patient's arm under an intact dressing. The dressing was removed and the rn observed that the IV was out of the patient's skin. The hub of the device was disconnected from the catheter that goes inside of the vein. Unable to detect on ultrasound from rrt. CT scan results: "note is made of a very short radiopaque structure located just deep to the skin surface along the volar surface of the right forearm. There is minimal adjacent inflammation without abscess. This appears to be within the subcutaneous fat, just deep to the skin surface, not in a vessel. Findings consistent with a retained foreign body." Outcomes attributed to adverse event: hospitalization. Additional information was received by the customer on 03-jun-2025 as follows: the patient was reported to be up and walking in the room when it was discovered that the IV was disconnected. At all times, the patient was clinically stable. There was not any blood loss or bleed back. The purpose of patient's treatment was IV medication to be "fluids" at time of event. The IV was believed to be placed on (B)(6) upon admission. Identified as out on (B)(6). 4 days after insertion. IV had been flushed earlier in the day on 06-may without issue. The broken part of the catheter that remained in the patient's body was not removed. The patient did not have a disease such as dementia. Patient was walking and was moving independently to the bathroom. The catheter was placed was on the patient's right forearm. A tegaderm dressing was placed over the insertion site. Does not appear that any tape was added. There is no other available information surrounding this complaint/event at this time.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not yet been received. The complaint investigation is pending at this time.